Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, inappropriate mode switch episodes due to noise were noted on the atrial lead. No further intervention was made. The patient was stable and will continued to be monitored remotely.